Event description:
It was reported that multiple malfunction alarms occurred. Additionally, multiple cartridge alarms occurred, and the pump wake button was difficult to press and required force to turn the pump display off. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.